Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.5 cm diameter abdominal aortic aneurysm approximately three weeks ago. The vessels were non-prohibitive. The aortic neck was angulated at > 60 degrees. It was reported that during the index procedure it was not possible to get a seal after the bifurcated stent graft was implanted resulting in a type I endoleak. A 282849 endurant aortic cuff was deployed in attempt to obtain a seal; however this was unsuccessful and the type I endoleak did not resolve. The following day the patient was brought to the radiology lab to get better imaging. A 323249 endurant cuff was implanted but it did not resolve the endoleak. No further intervention was performed. A post-operative CT one week post implant showed the endoleak resolved. An additional CT scan was performed a few days later showed the endoleak was once again visible. No further information was provided.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (angulated aortic neck); unapproved use of device (stent graft was implanted in a patient with severely angulated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (angulated aortic neck); operational context contributed to event (stent graft was implanted in a patient with severely angulated aortic neck).